Event description:
The customer contacted beckman coulter inc (bec) to report an unknown liquid leak from the ac-t diff 2 instrument. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On (B)(4)-2011, a bec field service engineer (fse) found that the waste pump for the wbc and rbc baths was failing. There was insufficient output of waste and the baths overflowed. The fse replaced all the tubing for the drain and also replaced the waste filter. The repairs were verified per established procedures. Root cause for the leak is attributed to an unidentified clog in the drain for the wbc and rbc baths.

Manufacturer narrative:
(B)(4).